Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on electrical connector, a noise image occurred. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and a crack. Electrical connector had corrosion due to water leakage. Mouthpiece was loose. Adhesive around objective lens was peeled. Adhesive around light guide lens and objective lens was peeled. Distal end cover had a burn and scratch. Connecting tube had a buckling and cut. Indication on scope connector was peeled. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope exhibited noisy image. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and the foreign material remained inside of the nozzle. It was also confirmed that the device was not reprocessed according to the instructions for use. Olympus will continue to monitor field performance for this device.